Event description:
The catheter was started uneventfully, the rn was attempting to connect the IV administration set when the needle fell off the stretcher and went through her pant leg resulting in a needle stick in her lower leg. The needle did not retract after pushing the button.